Event description:
Alleged event: it was reported that when the surgeon wanted to use skin staplers were jammed in the unit; they opened a new pack and used them successfully. There was no reported pt injury.

Manufacturer narrative:
Result and conclusion codes: no appropriate code listed. The lot number # 01l1300523 reported in the complaint does not match the pn # 528235 reported in the complaint, lot # 01l1300523 corresponds to pn # 523871, therefore the DHR review was performed for pn# 523871, lot # 01l1300523. The device history review based on (pn# 523871), lot # 01l1300523 was manufactured on 02/10/2013 and the investigation did not show issues related to complaint. The device has been returned to the MFR however the investigation report is not available at the time of this report. The MFR will continue to monitor and trend related complaints.